Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. They had the stimulation that went all the way up to their hip. However, their therapy moved from their hip on (B)(6) 2019. Now it only goes to just above the knee. They were reading the instructions and using the controller before calling in but they do not think that they changed anything but weren¿t sure. No troubleshooting was done prior to calling. During the report, the patient programmer showed that stimulation was on at 2.8 volts with a lightning bolt. Based on the patient programmer display, patient services determined that the patient only had one group and one program. Patient services had the patient increased it to where it was comfortable. The patient increased stimulation to 3.5 volts and said that they felt it in their left leg. Their right leg has gone up but it won¿t make it all the way up their hip like it used to. The patient confirmed that they have not fallen. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The cause of the therapy moving from their hip was because the battery had not been working very good. The battery was dead. The battery was still placed in their hip. However, on (B)(6) 2019 the patient had their battery and leads replaced. It works good now and the coverage is good so far. No further complications were reported/are anticipated.